Manufacturer narrative:
RMA (B)(4) has been initiated for this issue. Model irc10lxo2, serial number/date code (B)(4) is approximately 2 months old. The user manual part number 1118353rev j (apr-09) was issued with this device. The user manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown . The consumer was a (B)(6) male who was in hospice and has since passed away. The consumers technique while using the device is unknown. The maintenance history of the device is unknown.

Event description:
Consumer alleges that the unit smelled like smoke. Dealer ran the unit for about 60 hours and the smell was still there. This was being used in a hospice and the consumer has since passed away. This was a rental unit. No injury is alleged.